Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the navitor valve was implanted in a patient. Final implant depth was 1mm on the non-coronary cusp (ncc) and 9mm on the left-coronary cusp (lcc). Patient had past medical history of complete right bundle branch block (crbbb). There is calcification on the ncc side of the valve annulus. No lvot calcification. Per case detail, the physician said he knew the patient is high risk of block due to anatomical situation. Based on the available information, a cause for the reported incident appears to be related to patient anatomical. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve was selected for an implant. Measurement of the native valve: diameter of valsalva: 38mm, height of valsalva: 25.7mm, effective orifice area (cm2): 460.4, perimeter of annulus 76.5mm. The patient originally presented with a short membranous septal length of 2.8mm and a horizontal aorta (70°). The annulus had intense calcification of non-coronary cusp (ncc) on perimeter 76.5 and coarse calcification on the annulus on ncc side. During advancement of navitor valve, some scratching occurred due to ncc highly calcification and aortic angulation. Complete atrioventricular block (cavb) was observed at 80% deployment of navitor with a ncc depth of 3mm and lcc depth of 7mm, so pacing was restarted. The patient returned to their own pulse after waiting 3 minutes. The last deployment was conducted without resheathing. Due to severe calcification of ncc and running of ao, navitor was deployed with left coronary cusp (lcc) side to stand out a little. This was accompanied by a shallow depth, ncc of 1mm. After complete deployment, the block was again observed. The patient left the room with a temporary pacing inserted because the blockade continued when the patient left the room. After the postoperative follow-up, permanent pacemaker may conduct if it is not recovered. The patient's condition is stable now. The physician said he knew the patient is high risk of block due to anatomical situation.